Event description:
Additional information received reported that the patient was scheduled for a replacement and everything went with the surgery. The patient¿s spinal cord stimulator (scs) was working great.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 7425, serial# (B)(4), implanted: 2002 (B)(6); product type implantable neurostimulator product ID 7434-e, serial# (B)(4), implanted: 1999 (B)(6); product type programmer, patient product ID 7496, serial# (B)(4), implanted: 1991 (B)(6); product type extension product ID 3586, serial# (B)(4), implanted: 1991 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998, lot# lb7291, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) has not worked for almost a month prior to the date of this report and they had been in so much pain since the device stopped working. The patient device was over eight years old and they had not known if it was at the end of life. The patient stated that they recharged the battery but they were not able to turn stimulation on and had not had feeling at all from the device. They could not feel it working. The patient's appointment with their healthcare providers (hcp) was scheduled on 2015 (B)(6). Additional information received reported that the patient¿s ins was at end of service (eos) and the physician will be scheduling her for replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that when the manufacturing representative (rep) had met with the patient, they were not able to interrogate the device. It was also the first time the rep had met the patient.